Manufacturer narrative:
(B)(4).

Event description:
According to the reporter: outer seal torn resulting in seal leak. Current patient status is okay. There is no patient injury. Additional information has been requested but not yet received.